Manufacturer narrative:
Technician checked the bed exit and found that the bed exit functioned properly. Technician did find that there were pins bent on the corbel communication cable but the bed exit still rang the nurse call system when the bed exit alarmed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Account alleged that the pt was found on the floor next to the bed. The pt was not injured due to the fall.